Event description:
Case description: investigational result: novopen 4, batch number: kvg0r16-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name novopen 4, batch number: hvgk718-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. H3 continued: evaluation summary. Name novopen 4, batch number: hvgk718-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Stroke [cerebrovascular accident]. Diabetes has increased [diabetes mellitus]. Pen spring is not injecting [device malfunction]. Does not inject the medication completely, "for example, if it marks 20, it injects only a drop", that is, the pen is injecting less than it was before [incorrect dose administered by device]. Case description: this serious spontaneous case from brazil was reported by a consumer as "stroke (stroke)" with an unspecified onset date, "diabetes has increased (diabetes mellitus aggravated)" with an unspecified onset date, "pen spring is not injecting (device component malfunction)" with an unspecified onset date, "does not inject the medication completely, "for example, if it marks 20, it injects only a drop", that is, the pen is injecting less than it was before(incorrect dose administered by device)" with an unspecified onset date, and concerned a 728 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes", novopen 4 (insulin delivery device) from unknown start date for "diabetes", patient's height: 170 cm. Patient's weight: 90 kg. Patient's bmi: 31.141. Current condition: diabetes (type and duration not reported). On an unknown date, patient reported problem with the two novopen 4 devices. Patient suffered a stroke. The pen spring was not injecting the medication and this had led to increased diabetes. Patient reports that the pen does not inject the medication completely, for example, if it marks 20, it injects only a drop, that is, the pen is injecting less than it was before. Reporter informs that, when applying the medication, the selector returns to 0 normally and has been undergoing treatment for approximately three years. Batch numbers: novopen 4: kvg0r16-2, hvgk718-2. Action taken to novopen 4 was reported as no change. The outcome for the event "stroke (stroke)" was recovered with sequelae. The outcome for the event "diabetes has increased (diabetes mellitus aggravated)" was not recovered. The outcome for the event "pen spring is not injecting (device component malfunction)" was not reported. The outcome for the event "does not inject the medication completely, "for example, if it marks 20, it injects only a drop", that is, the pen is injecting less than it was before (incorrect dose administered by device)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Device evaluation has not been performed yet, FDA codes for annex g, b, c, d are entered due to mandatory submitter requirements.